Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on 4/13/2018 for an upgrade to pacemaker procedure. It was then discovered that the implantable cardiac monitor battery had prematurely depleted. The device was explanted, replaced with a pacemaker, and the patient was discharged.